Manufacturer narrative:
Product ID 3889-28, lot # v172553, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer.

Event description:
It was reported that the patient's implantable neurostimulator (ins) battery ''blew out on her'' after being implanted for about 1.5 years. The ins and leads were replaced. The patient did not experience any shocking sensation; it just stopped working altogether. The patient recovered without sequelae. Additional information was requested but was not available at the time of this report.